Event description:
Healthcare professional reported left side "rupture, capsular contracture, baker grade unknown, infection along the incision line and unilateral exchange." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening on radius and weight to the spec. A visual and microscopic analysis was performed which identified: striated opening on radius and crease flat. Base on the device analysis the final assessment is: a striated opening assessed as surgical damage. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, device rupture, and infection.

Event description:
Healthcare professional reported left side "rupture, capsular contracture, baker grade unknown, infection along the incision line and unilateral exchange." Device has been explanted.